Manufacturer narrative:
The device was returned to the resmed technical service center for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault ((B)(4)) indicating a battery charger fault occurred. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of system fault error message (sf 180). The logs also showed indication that the device was operated under cold conditions. Performance testing could not reproduce the reported device fault under normal conditions. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported issue was due to the device use below its specified temperature range. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).